Event description:
The customer reported that the unit was not booting up. No pt injury was reported.

Manufacturer narrative:
The ge svc rep verified customer problem, and found unit with corrupted software. The possible cause was unit was disconnected from the wall while in the booting process. The rep reloaded the is7 software and calibration files. Tested unit by booting up several times, and unit is working as intended.